Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they are trying to charge the ins. Patient reported they are getting the reposition antenna screen on the recharger screen today and they are not sure what to do. Patient stated the ins was last charged about 4-5months ago. Patient stated they are supposed to get an MRI of her back tonight. Agent reviewed the ins in possible overdischarge state and recommend patient consult with health care provider (hcp) office for the next step. Agent reviewed MRI information. The patient was redirected to their healthcare provider to further address the issue. Manufacturer representative (rep) called with the patient present in the clinic to confirm that the patient was unable to charge as they are in an over discharge state and to gain knowledge on how to perform an over discharge. Technical services reviewed this and the rep was able to initiate this. Rep reported that the ins was unable to take a charge. Spent multiple hours with patient and she tried at home on her own with no success. The MRI center stated that they wouldn't do the MRI without it being put into MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported no further steps were planned or taken at this time. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.